Manufacturer narrative:
Confirmation from the customer indicates the device will not be returned for investigational purposes, an evaluation cannot be completed. If additional information is provided we will send a supplemental report. (B)(4).

Event description:
Prebypass filter was put in upside down. Perfusionist stated there was no flow.

Manufacturer narrative:
Correction: date rec'd by MFR was not entered in the initial MDR. Date rec'd by MFR: 03/23/2016.

Event description:
03/23/2016 09:13 am (gmt-4:00) added by trackwise webservices (cpl) (tws): prebypass filter was put in upside down. Perfusionist stated there was no flow.